Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The most probable cause was determined to be the expulsor out of specification. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed volume metric test. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.